Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies had failed multiple times and the center panel between the drawers was out of position. A field service engineer replaced the drawer and reinstalled the panel. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower cubies read/write had failed. The customer reported that they utilized another station to obtain their medication and there was delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.